Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was cut through in the insulation. The damage was induced. No further analysis was performed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was removed from patient's body in preparation for a different left ventricular position. The health care professional flushed lead and noted the saline came out of insulation breach. The hole in the insulation could be happened during slitting of coronary sinus sheath. The lv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.